Event description:
Arterial pressure alarms occurred during a routine hemodialysis treatment. The operator discontinued treatment and did not perform rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the alarms to poor needle placement. The user's guide contains adequate information regarding probable causes of alarms, alarm recovery instructions and rinseback instructions. Facility staff has provided additional review. Nxstage medical considers this report closed. No additional information will be provided.